Event description:
It was reported the patient presented for implant procedure. During surgery, a pericardial effusion was noted due to a suspected perforation caused by the atrial leadless pacemaker (lp) and delivery catheter. The lp was removed and implant attempt was abandoned. The patient was in stable condition.

Manufacturer narrative:
The reported event of perforation could not be confirmed. The leadless pacemaker was returned for evaluation. Visual inspection showed that the outer and inner helix lengths were within specification. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.